Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm when he went to change the reservoir. The customer stated that he took the reservoir out, disassembled everything, waited a little bit and, upon trying the second time, everything worked fine. The customer stated that drops did come out of the end of the infusion set. The customer's blood glucose was 97 mg/dl. Explained to customer the no delivery alarm and possible causes. The customer declined troubleshooting at the time of the call. The customer stated that he would monitor the insulin pump and call back if the problem persisted. Nothing further reported.